Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose was 40 mg/dl, 485 mg/dl and current blood glucose was 200 mg/dl. The customer was treated with food and glucose tablets and syringes. The customer does not allege pump was over and under delivering. The customer was assisted with high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be and sensor will be returned for analysis.